Event description:
A corporate manager of inventory reported that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the unit's facility administrator (fa), who happened to also be a registered nurse (rn). The blood leak was reported to be internal, and visually observed in the dialysate compartment of the device. A blood test strip was used to test for the presence of blood, and it tested positive. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. Following the event, the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were returned attached to the dialyzer. There was blood present throughout the dialyzer. During gross visual examination, a potted fiber fragment was observed on the non-cavity ID end at approximately 270°, with the dialysate ports at 0°. The fiber fragment was approximately 2.82mm in length. An opposing end of the fiber fragment was not identified. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a leak test as potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was able to be confirmed due to a potted fiber fragment. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate manager of inventory reported that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the unit's facility administrator (fa), who happened to also be a registered nurse (rn). The blood leak was reported to be internal, and visually observed in the dialysate compartment of the device. A blood test strip was used to test for the presence of blood, and it tested positive. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. Following the event, the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.